Event description:
The customer reported that the system displayed an x-ray disabled error message and they had to reboot the system after each pt. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was replaced, and the fluoro functions board and generator interface board were reseated. The system was then found to be operating as intended.